Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the superficial femoral artery (sfa). A 035/260 amplatz super stiff guide wire was advanced to the lesion. However, during procedure, it was noted that the wire fractured. The device was completely removed as normal on any wire exchange. No patient complications were reported.